Manufacturer narrative:
Age, weight, and ethnicity: information unknown, not provided. Date of event: exact date unknown / not provided. Best estimate is between (B)(6) 2021 - (B)(6) 2021. If explanted; give date: does not apply - lens has not been explanted. Initial reporter telephone number: (B)(6). Manufacturer telephone number: (B)(4). Device evaluation: product evaluation was not performed as the device remains implanted. Therefore the complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was refractive surprise post implant of an intraocular lens: od (right eye): refraction, -1.25 -0.75 x 5, corrected 0.8, if correction 0.0. Os (left eye): refraction, + 0.00 -1.00 x 100, ve1 corrected, without correction 0.5 far and 0 near. When the patient got up, she could see perfectly but she has since been losing vision. Medication was prescribed. Patient was temporarily impaired but daily activities were not significantly affected. It is planned for the patient to have an explant on (B)(6) 2021 and to put in another icb00 lens, but lower diopter 25.0. Preoperative vision: od (right eye) (+2.25) av 1, os (left eye) av 1 (+2.50).